Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - additional/correction. D10 concomitant medical products - additional. H2 additional information/correction. H6 codes - additional.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Prior to sensor insertion the area was prepped with soap and water. The patient mentioned she applied the overlay patch to all sensors. According to the patient, she experienced bleeding and itching with the last five sensors that were inserted in the arm. She had bleeding at the needle puncture sites, leading her to remove the sensors early. Itching starts the day after sensor removal and extended beyond the patch perimeter. She didn't know if she had an allergy to the adhesive. The patient also noted that the sensor insertion sites take a long time to heal. On (B)(6) 2025, dexcom technical support contacted the patient to verify additional information. On approximately (B)(6) 2025, she visited the emergency department (ed) for non-dexcom concerns ¿gastrointestinal problems and underwent a CT scan. During the examination, the healthcare provider assessed the area and observed an infection on the abdomen. The patient did not specify what caused the abdominal infection. Intravenous (IV) fluids and amoxicillin 500 were administered for a period of one hour. The patient noted that the infection appeared on the abdomen but then confirmed that she inserts the sensors in the arm. She follows the dexcom prep IFU (instruction for use) and uses the insulin humulin r500 pen for diabetes management. She mentioned the dexcom site(s) had already recovered, yet she was suffering from illness related to unspecified pre-existing health conditions. During the follow up call, the patient was in the hospital for a pre-existing condition not related to dexcom. She mentioned that the x-ray shows infection at all needle insertion sites located on the abdomen. However, she did not indicate whether the hcp associated the infection with the dexcom. Since no other information is available, and it could not be conclusively confirmed the patient was referring to infection at insulin injection sites, this will remain a serious adverse event as the antibiotics may have been given for a dexcom sensor puncture site infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with soap and water. According to the patient, on (B)(6) 2025, they had an itching sensation extending beyond the patch perimeter. The patient stated that she received prescription unspecified (intravenous) IV and antibiotic therapy on (B)(6) 2025. At the time of the report, the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.